Event description:
It was reported by a customer on (B)(6) 2011, the fiber kept repeating an error that it exceeded the maximum life at 80,706 joules. Per the customer, this occurred after the fiber tip was repeatedly cleaned. No pt injury was reported.